Manufacturer narrative:
(B)(4). At this time, this product has not been returned. If this product is returned and analysis is completed, this report will be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion due to long charge times and recorded a fault code 1007. This patient also experienced syncope after the fault code was recorded. This device was then explanted and replaced. This device is expected to be returned for analysis. No additional adverse patient effects were reported.